Event description:
Additional information reported the alarm for zero ml reservoir volume occurred and the patient wanted to find a physician to remove the pump. It was unknown what drug the pump was used to deliver (previous drug listed was saline). No outcome or interventions were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.

Event description:
It was reported that the pump was alarming and it was likely due to an empty reservoir it was unsure who managed the physicians. It was the first time the current healthcare providers (hcp) had interrogated the patient's pump. Information regarding pump off state was requested, the hcp was unsure why the patient discontinued pump therapy. It was unsure if there were any concerns with the device/therapy. It was noted that the patient was taking "significant" narcotics, percocet and fentanyl patches. Additional information reported that the patient decided not to turn the pump off and was going to wait for approval from the insurance company for the medication that "does work whenever it's in the pump. It was unknown what the pump was infusing. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).